Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The device was in back up vvi. The patient has complete heart block and received a vibratory alert. A device download was performed successfully and resolved the reset. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.